Event description:
A hospital in (B)(6) reported via our distributor that a quantity of 2 mr210 adult humidification chambers "have a crack on the body". This was reported to have occurred before patient use and no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned chambers were visually inspected for cracks. Results: cracks were observed in the chamber, protruding inwards, consistent with the chamber having sustained an external impact. A lot check revealed no other similar complaints for this lot number. Conclusion: all chambers are pressure tested during production and those that fail are rejected. This suggests the cracks developed post production, during transport, storage or use. The shape of the cracks suggest that they occurred as a result of an external impact. (B)(4).